Event description:
It was reported that they are having a charger issue or a spinal cord stimulator issue. Pt (patient) stated they would like the agent to mail them a controller battery as it is not charging right. Agent tried to ask clarifying questions; pt stated last night, 'it stopped' then recharged from 30-40%. Pt stated today, it went from 30-50% and is stuck at 50% when charging the ins. Pt stated the 'battery' is at 50% and they both are 'off' and switch back and fourth. Agent had a very difficult time following along with what the pt was trying to describe. Pt saw battery low recharge the controller message - pt confirmed that controller battery is draining while charging the ins. Pt stated the controller battery went from 50% to 0. Pt stated the recharger and the controller port have no damage and they just called a couple weeks ago and 'reset'. Pt stated they 'felt' the scs device and this is their second implantable neurostimulator (ins).controller was 20% recharging when plugged into ac power and ins was 60%. Pt wanted the agent to send a whole new set of equipment so that their pain won't be doubled for 2 days. Pt commented that they are hurting and can't talk right now. Pt began to provide address and then disconnected the call. Pt called back and confirmed address on file with another agent. Agent sent request to repair to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that the implant was off and there was a large increase in pain due to that. They waited a month in pain for surgery. The issue has not been resolved and they require a surgery.

Manufacturer narrative:
Corrected awareness date from 2025-dec-07 to 2026-jan-07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient(pt). Patient mentioned that a device removal/replacement is planned around spring (B)(6) 2026. They also mentioned that they met with a car accident and has memory issues.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient(pt). Patient mentioned controller was reset, cord failed now. Pt mentioned they "felt" for 8 years, just turned off, it felt like nothing, doubling pain. Pt also mentioned everything the staff suggested they had done and nothing worked, and that it failed. Got there quickly. Pt also mentioned that it is second spinal cord stimulator.